Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the event is unknown but may be related to the factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in the united kingdom, this was a case of a 23 mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. Access was performed under us guidance into the right femoral artery without complication. The annulus was crossed with a straight wire as per normal procedure and exchanged for a stiff wire. Commander delivery system with crimped valve was inserted through the esheath without complication. After the valve alignment was completed, there was notable tortuosity noted in the descending aorta which led to increased difficult in accessing the native valve across arch. At the point of native valve crossing, the patients systolic blood pressure dropped to around 40 mmhg and, once the sapien 3 ultra valve was aligned across the annulus, it was seen that there was an effusion on angiogram. The sapien 3 ultra valve was deployed under rapid pacing 180 bpm with impulse given down the lv wire. The patient then had a cardiac arrest with no output and a clinical diagnosis of tamponade was given and pericardial effusion was confirmed on transthoracic echocardiography. CPR was given to the patient and effusion was drained but, unfortunately, after 30 minutes of resuscitation the patient showed no sign of recovery of pressure and the decision was made to stop. Due to patient frailty, it was known there would be no escalation to surgery if any complications occurred. On subsequent transthoracic echo, the valve position was seen to be at annular level and well placed. As per medical opinion, the cause of death was lv wire perforation causing tamponade, which likely occurred when valve was crossing the annulus. There was no allegation of edwards device failure.